Event description:
The patient was scheduled for a bilateral medial branch block radiofrequency ablation c5-c7 facets under fluoroscopy. The stryker multigen 2 (sn (B)(6)) was used for the procedure. A stryker bovie pad (lot# 068964; exp: 2025- 12-02) was placed on the patient's right side of her abdomen. All electrodes were connected to the machine and a test was performed at the appropriate levels on the left side to confirm electrode placement. After satisfactory test results the coagulation was set at a temperature of 80 degrees celsius for 90 seconds. The test was then performed on the right side to confirm electrode placement. After satisfactory test results the coagulation was set at a temperature of 80 degrees celsius. About 10 seconds into the procedure, it was noted the grounding pad had lost contact and the patient received burn lesions on the outer boarder of the bovie pad on the right lateral abdominal wall. There was no alarm or error message displayed. The procedure was immediately stopped, and lesions were immediately assessed and properly dressed. Patient tolerated procedure well and vital signs remained stable throughout. Patient and family were notified of the incident immediately following the procedure.